Event description:
Caller reported a malfunction alarm. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, ensuring no recurrence of the malfunction code. Customer was advised to continue using the pump and to contact support if the issue recurs.